Manufacturer narrative:
The exact time of the occurrence was not provided but, the text log from the ventilator, that was provided by the hospital, contained numerous vt insp. Over-range alarms on the day of the event. These alarms indicated a disconnection of the patient's breathing circuit and confirm the reported event. According to the log the period was about 53 minutes. The disconnection of the patient was according to the facility of accidental nature. The true reason of the disconnection has not been determined. The connecting of the ventilator to the patient and securing the patient breathing circuit is done per facility's procedure. Our conclusion in this matter is that there was no ventilator malfunction. The ventilator functioned normally and gave appropriate alarms when the disconnection occurred.

Event description:
It was reported that the ventilator was found alarming with the "vt inspiratory over-range" alarm and that the ventilator was disconnected from the patient. The patient was bagged and connected to a new ventilator. There was no patient harm reported. (B)(4).